Manufacturer narrative:
The flexspot pc was replaced, the image was loaded, and the backup was restored and tested. The system was returned to use and is functioning properly. The client was informed of the completed service.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there were problems with a video connection. The clinical use of the system was in use. There was no harm reported to philips.